Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The product was not returned for evaluation. Product was not released for inspection nor was the lot number provided. The most likely work order# and lot# could be work order# (B)(4), lot code 164. Device history record reviewed for this product ID for both devices sent in show that these devices were manufactured under the same work order (B)(4) lot code 164. Also this review show that these devices were manufactured on april 22, 2016 with no abnormalities related to the reported failure. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for either device. No manufacturing or design related trend has been identified. The device was not released for evaluation therefore the root cause to the end users experience could not be determined. Due to the nature of this reported failure and because this customer believes that this issue could be associated to use error the mayfield patient positioning for success chart has been provided in the below link as a refresher tool.

Event description:
The surgeon had 40 pounds of pressure on the patient's skull. The surgeon thought it was 60 pounds of pressure. The patient slipped and the skull pins caused a laceration to the patient. It was reported that the facility does not wish to return the device and wants to continue to trial the unit. The customer believed the slip was a result of the user not the device. Additional information was requested and on 29sep2016, the following was provided: a (B)(6) male patient underwent a thoracic decompression and fusion. The surgery was not performed with a stereotaxy device. Mayfield disposable adult skull pins (a1072) were used. The pins are not available to be returned for evaluation. The lot number of the skull pins are unknown. The skull clamp (lot code unknown) was placed while the patient was supine on flat jackson and while being positioned, the clamp fell off while doing rotisserie into prone position. This occurred prior to start of the surgery. Routine wound care and dressings changes were done to treat the laceration. After the product problem occurred, the prone view helmet system was used instead of the skull clamp. Patient outcome was reported as "laceration to left eye healing well."